Event description:
The hp felt full and experienced shortness of breath, as if hp was overfilled, while using the homechoice pro cycler for apd therapy. The hp discontinued therapy at the time hp felt full and reportedly manually drained approximately 2500ml of fluid. Follow-up with the hp revealed that there was no resulting pt injury or medical intervention as a result of this incident.